Event description:
It was reported that the device was smoking from the power cord during set up before a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.